Event description:
A hosp notified a baxter sales rep about an incident involving an ICU pt who received an overinfusion of lasix in 2002. The vague report explained that a triple channel was in use infusing an unk medication on channel a, diprovan on channel b, and lasix on channel c. The prescribed rate of lasix was 4cc/hr. The lasix bag contained a total volume of 100cc. The facility reported that 8 hrs after the bag was hung, the bag appeared to have 20cc left. The infusion was stopped and the physician was notified. The facility stated that the pt urinated 1250cc from 7pm to 10pm. Electrolyte levels were checked immediately. The facility rep stated that "the pt did require medical treatment, but did not sustain injury." Although attempts were made by baxter quality mgmt to obtain additional info from the reporting facility, details were not available regarding pt demographics, diagnosis, status, lab values, or specifics about the medical intervention that was required.